Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a minimal increase in pacing threshold measurements since last year. In addition, there was a sudden increase in the shock and pacing impedance measurements on the lead and implantable cardioverter defibrillator (ICD) about two months ago. A lead revision was done. Measurements obtained on the pacing system analyzer (psa) were more than 2,000 ohms. Noise was also observed but only in a bipolar configuration. Thus, an anodal issue was suspected. The lead was successfully explanted and replaced. There was a cut on the insulation where the suture sleeve was attached but this was likely due to the explant procedure. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation 111-115 millimeters (mm) from the terminal pin through the silicone insulation sleeve and poly insulation sleeve. The proximal fitting the distal spring electrode was torn and slightly separated from the trilumen sleeve; medical adhesive was noted. This damage was most likely related to the explant procedure. The polytetrafluoroethylene (eptfe) of one of the tethers at the proximal end of the distal spring electrode was abraded through which most likely occurred while the lead was implanted. This area of the lead would have been located within the heart region. The electrical continuity of the lead was tested and measurements on the distal high voltage (hv) conductor did not passl. An x-ray of the lead revealed a cable fracture approximately 30 mm from the terminal pin, with the distal side of the fracture being approximately 34 mm from the terminal pin. The distal cable was bent or kinked just proximal of the fracture with slight deformation of the conductor coil in the area adjacent to the fracture. There was also slight insulation abrasion on the terminal boot insulation 31-34 mm from the terminal pin indicating pressure and movement in this area while implanted. The reported sudden increase in shocking and pacing impedance is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.